Manufacturer narrative:
Date sent: 8/5/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported post op on a laparoscopic gastric band procedure, there was difficulty accessing the port during band fills. In 2009, there was 1/2 to 2 cm covering over the port. The scar tissue under the port caused the port to flip 90 degrees. The port was replaced with no patient consequence. The surgeon flushed the new tubing and band after replacement. When removing the tubing, the surgeon found a significant amount of protein. The surgeon was not sure why the protein was in the tubing.